Event description:
Event was the result of an operator error in programming the device. The device was programmed to deliver morphine 1 mg/ml instead of the intended concentration of 5mg/ml, with a 2mg pca dose, and a 10 minute patient lockout. No additional programming parameters were provided. Reportedly, 3 nurses checked the device programming. The customer contact stated that a couple of hours later, the programming error was noted and the nurse shut the device off. The patient was reportedly "snoring, and he could be woken up." There were no reported adverse patient effects. No medical interventions were required.